Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a damaged light beam worn sheathing glue poor angles curled connection sleeve. The device was returned for evaluation. During the device evaluation, it was found that jet tube was found with remains of unknown brownish foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of jet-tube in control unit, water cannot be supplied, due to wear of angle wire, bending angle in up direction does not meet the standard, due to wear of angle wire, bending angle in left direction does not meet the standard, jet-tube has foreign objects, universal cord has coating peeling, universal cord has a wrinkle, light guide-bundle has a breakage, plastic distal end cover has a chip, adhesive around objective lens has corrosion, adhesive around light guide lens has corrosion, bending tube is damaged, adhesive on bending section cover has wear, plate unit is deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed at the auxiliary water channel, we could not identify the material. Therefore, a definitive root cause could not be determined. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. The customer reported that the colonoscope was regularly washed and disinfected: initially by manual external cleansing, then by scrubbing, and finally by using the washing pump provided. After manual washing, it was placed in a medivators isa for high-level disinfection on a full cycle. The event can be detected/prevented by following the instructions for use which state: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.